Event description:
It was reported that the patient received radiation therapy and the device had an electrical reset. The device was reset and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset due to a critical (B)(4) error logged on (B)(6) 2011 in address "11 04". Por severity was considered low as device should be able to fully recover after reset. Reset coincided with radiation therapy.